Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during an elective lead revision, the physician elected to explant the lead due to vein occlusion. The lead was explanted and a new lead was implanted. During the laser lead extraction, the patients svc was identified as damaged through a sudden drop in blood pressure while the pocket was being closed. Open chest surgery was performed to repair the svc. The patient was closely monitored. Within two months of the procedure, the patient experienced organ failure and expired.